Manufacturer narrative:
E1 initial reporter city: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr stuck with the wire. A 1.25mm rotapro and rotawire were selected for use. After the procedure, upon removal of the device in dynaglide mode, the wire got caught and cannot be moved midway. The physician thought that the wire was probably kinked. The device was removed together as one system and completed the procedure with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. A detailed microscopic examination of the spring tip was bent. Device evaluated by manufacturer: the device was returned without the burr loaded on it; therefore, no sign of jamming could be observed. Visual inspection noted a kink at the proximal section. Microscope inspection revealed a bent in the spring tip.

Event description:
It was reported that the burr stuck with the wire. A 1.25mm rotapro and rotawire were selected for use. After the procedure, upon removal of the device in dynaglide mode, the wire got caught and cannot be moved midway. The physician thought that the wire was probably kinked. The device was removed together as one system and completed the procedure with another of same device. No patient complications were reported.